Manufacturer narrative:
Device 14 of 24. Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient that the 24 infusion set was leaking from the site due to which hyperglycemia occurs. Since last 24-48 hours the infusion set was in use. High blood glucose level was 220-230 mg/dl. No further information was available.